Manufacturer narrative:
Code b18-as the device was discarded at the facility, and was not available to gore for additional testing. Code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. As the device was discarded and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2023, this patient underwent endovascular treatment of a descending aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system(ctag/ac), and a gore® dryseal flex introducer sheath as an accessory in the procedure. Reportedly, a resistance was felt while advancing the sheath. The ctag/ac was migrated proximally approximately 10mm upon deployment but no endoleak and/or unintentional vessel coverage occurred. The confirmation angiography revealed a dissection in the right common iliac artery; however, the physician elected monitor it and no further treatment was performed. The patient tolerated the procedure. The physician reported that the access vessel was narrow. An attempt to obtain vessel measurement was made, however, size of vessel is unknown. On (B)(6), 2023, the patient expressed pain in the abdomen after the procedure. On (B)(6), 2023, occlusion of the superior mesenteric artery was revealed on the angiography. Laparotomy was performed and bowel resection was performed. The physician reported that thrombus on the vessel wall might have been run off while delivering the gore® tag® conformable thoracic stent graft with active control system.